Event description:
An impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 60-year-old female patient with a past medical history of coronary artery disease (cad)and diabetes, presenting in heart failure/cardiogenic shock, cardiomyopathy, in scai stage d shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), the patient experienced ventricular ectopy. An echocardiogram was ordered to confirm placement. There was also bleeding at the graft site. Heparin was stopped, which eventually was resumed. The post-procedure outcome is unknown. The impella functioned at p-6 at 3.9l/min as intended. Bleeding (hematoma) is a known risk due to the impella's anticoagulation and purge requirements. Arrythmias may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, and improper device position.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Added: b5, d3. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received: patient experiencing ventricular ectopy. Medical care team ordering stat echo. Impella rep to remain bedside if repositioning is needed.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Additional information has been provided in d4(serial). The root cause of the injury was unable to be determined due to insufficient clinical details. The cause of the access site adverse event was not determined due to insufficient clinical details.

Event description:
Additional information was received indicating that the impella device was explanted.

Manufacturer narrative:
Additional information received for d6 explant. Section d brand name corrected. Section d catalog number was corrected.